Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside the specified range during the occlusion test due to a faulty force sensor. The insulin pump also had intermittent button response on the up arrow button due to corroded keypad traces.